Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was treated in the insulin pump for high blood glucose levels and dehydration. The customer's blood glucose reading was 465 mg/dl. The customer was treated, then released. Nothing further was reported.